Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's increase in pain was due to the device. The issues were related to a change in activity level. The patient went through reprogramming which resulted in seizures that required hospitalization.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient woke up in pain and went to the ER. The caller was calling to see if they can make adjustments to the therapy because the appointment isn't until (B)(6) 2016. The caller also mentioned that there were no programs from group a to group g. The caller stated they were all blank with no numbers. The caller stated only group h has a program and it's at 4.4 v. The caller tried to increase stimulation but a upper limit icon. Caller stated group f helped in the past but it is blank now. Caller stated pain is at her face. Patient services reviewed high altitude and functionality of patient programmer and buttons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.